Manufacturer narrative:
(B)(4).

Event description:
It was reported "called for repeated drain task failures, condensation trap clear, but helium driveline had many rustcolored flecks". Additional information states that therapy was stopped however, the provided decided not to remove the iab catheter. No patient injury or consequence reported. The patient's condition is reported as "fine".

Event description:
It was reported "called for repeated drain task failures, condensation trap clear, but helium driveline had many rustcolored flecks". Additional information states that therapy was stopped however, the provided decided not to remove the iab catheter. No patient injury or consequence reported. The patient's condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Returned for investigation was a 40cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the ups shipping box and was in a sealed biohazard bag. Upon return, the teflon sheath was noted on the returned iabc. The short driveline tubing was noted cut, and the one-way valve was noted tethered to the damaged short driveline tubing. The remaining length of the short driveline tubing was noted connected to the supplied 40cc inflation driveline tubing. The 40cc inflation driveline tubing was noted clamped off with a pair of forceps; spots of dried blood was noted within the inflation driveline tubing. The bladder was fully unwrapped. The iabc central lumen within the flextip assembly area was noted damaged/broken at approximately 5.1cm from the iabc distal tip. Furthermore, the damaged/broken end of the inner cannula (iabc central lumen) pierced the bladder. The iabc bladder was noted damaged at approximately 12.8cm to 13.4cm from the iabc distal tip; the appearance of the damage is consistent with contact from the damaged/broken end of the inner cannula (iabc central lumen). The damage to the iabc bladder may have occurred during/after removal. Multiple bends to the iabc central lumen were noted at approximately 9.3cm, 53cm, 56cm, 57cm, 60.5cm, 62cm, and 66cm from the iabc luer end. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. The cal key was intact. No visual damage or abnormalities were noted to the cal key. The cal key code is "0174". The customer photos were reviewed. In the first photo, spots of dried blood were confirmed present within the inflation driveline tubing. The second photo shows the iabc serial number (B)(6). The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0066in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The cal key and fos were connected to the iabp. The cal key was recognized. The pump status displayed "ll" low light and "pl" pressure limit, indicating a possible broken fiber. The fiber was found broken approximately 55cm from the iabc luer end. Upon further inspection, the fiber was also not-ed broken at approximately 1.3cm from the iabc distal tip. No other fiber breaks were noted. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed due to the previously noted damaged/broken central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc bladder. The bladder leak site was noted at the location of the previously noted damaged bladder; the bladder leak site is consistent with contact from the broken central lumen. The iabc bladder was closely inspected under the microscope and no other damage or leak sites were noted. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the previously noted central lumen break. Some blood exited with the guidewire. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 9.2cm, 53.2cm, 56.3cm, 57.1cm, 62.5cm, and 66.5cm from the iabc luer, which are the locations of the previously noted bends. Then the guidewire was exited the damaged/broken end of the central lumen. Some blood was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "iabc rupture - flecks in driveline" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken near the iabc distal tip, which allowed blood to enter the helium pathway and caused the reported complaint. Additionally, the bladder was also noted damaged by the broken central lumen which may have occurred during/after removal. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the complaint is undetermined. No further action re-quired at this time. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4). The reported complaint for "iabc rupture - flecks in driveline" is confirmed based on the customer photo provided with the complaint report. In the photo, spots of dried blood were confirmed present within the inflation driveline tubing. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blood in helium pathway. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "called for repeated drain task failures, condensation trap clear, but helium driveline had many rustcolored flecks". Additional information states that therapy was stopped however, the provided decided not to remove the iab catheter. No patient injury or consequence reported. The patient's condition is reported as "fine".